Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the ER for reasons unrelated to the device. Upon device interrogation an episode of vf was observed. Review of electrograms revealed the presence of t wave oversensing on the ventricular channel. Programming changes were made at the time of the call. Patient will be followed normally.